Manufacturer narrative:
Additional information was provided in section b5 describe event or problem. D2a: common device name: percutaneous cardiac ablation catheter for treatment of atrial fibrillation with irreversible electroporation; reported here as the common device name exceeded the character limit for designated field. Upon receipt at our post market quality assurance laboratory, the farawave catheter was analyzed. Visual inspection found no abnormalities. A guidewire was successfully inserted through the catheter. Deployment was tested multiple times, and deployment to basket and flower was functional with no unusual resistance noted. Flushing through the irrigation port was tested. No obstruction was observed, and the irrigation was functional in all deployment states. Boston scientific was unable to confirm the allegations.

Event description:
It was reported that when the farawave was prepped normally on the back table, when hooking up to a pressure bag to flush, a small air bubble was noticed going into the farawave. After this, the device would not flush properly. No flush came through attached to the pressure bag and afterword it could not be flushed on the back table. A new farawave was opened to proceed. No patient complications occurred. The device was received for analysis. It was further reported that the air was seen in the catheter after preparation before insertion to the sheath. The catheter never entered the patients body. No air was seen in the patient. There was a fully inflated bag and flowing prior to hooking up with the farawave.

Event description:
It was reported that when the farawave was prepped normally on the back table, when hooking up to a pressure bag to flush, a small air bubble was noticed going into the farawave. After this, the device would not flush properly. No flush came through attached to the pressure bag and afterword it could not be flushed on the back table. A new farawave was opened to proceed. No patient complications occurred. The device is expected to be returned.

Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.